Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of occlusion and surgical procedure is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified right femoral artery via 6fr sheath using the preclose technique prior to the valve implant procedure. The sheath was upsized to 19fr and the procedure was completed. Reportedly, after lowering the knots of the proglide device a contrast test was performed and showed an occlusion in the vessel due to a back wall stitch of the artery from the sutures of one of the proglide devices. The right femoral artery was opened, and a balloon and stent were successfully implanted and the artery was closed surgically. A clinically significant delay was reported due to the surgical procedure. No additional information was provided.